Manufacturer narrative:
The investigation was based on the reported event of the affected evita xl, product serial no. (B)(6), manufactured in jan. 2010. No log file was not provided for deeper analysis. It was reported that the device alarmed during the restart sequence. Due to the missing information, it cannot be excluded that a device malfunction led to an interruption of ventilation. No patient injury was reported. The device detected a deviation and reacted as specified with audible and visual alarms. In case the ventilator software detected an internal failure the user would be alerted to this condition by an audible alarm and a visual message would be posted in the display. The ventilator may attempt a warm start (to re-boot). An audible alarm would be posted by the device and when the warm start occurs, the device will briefly power off and then back on. During this time, an safety-breathing valve would open allowing for spontaneous breathing. In the event of an unsuccessful warm start, a continuous audible alarm would be activated and the safety-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. If the device stopped ventilating, audible alarms and visual messages would be activated informing the user of the status of the device. The safety-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. (Remark: a single successful warm lasts approximately 8 seconds.) The user must ensure that back-up ventilation with an independent manual ventilation device is always available. If a fault is detected in evita xl, so that its life-support functions are no longer assured: start ventilation using an independent ventilation device without delay. To determine the exact cause, the engineering team at the manufacturer site in lübeck requested additional information. However, there is no more information available. It is not possible to verify the reason for the reported event was caused by a malfunction of the device. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. The device has no UDI as a UDI was not required at the time the device was manufactured.

Event description:
It was reported that the device restarted during use. No patient injury was reported. The device alarmed. Due to the missing information, it cannot be excluded that a device malfunction led to a interruption of ventilation. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.